Event description:
An optometrist reported pt with diffuse lamellar keratitis (dlk) at one day lasik post-operative visit. Addition info indicated pt's topical steroid dosage was increased and the reported event had resolved. This report references the left eye. An add'l report will be filed for the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).